Event description:
It was reported that the patient's right atrial lead exhibited noise, which was confirmed to have led to oversensing. There were no abnormalities or pacing inhibition. The patient is stable and will continue to be monitored.